Event description:
The report received from the study indicated that approximately fifteen weeks after the index procedure, the patient was found to have 90% focal in-stent restenosis (isr) of a previously implanted cypher select plus 2.5 x 13 mm stent. The stent was implanted in a saphenous vein graft (svg) to the posterior descending artery (pda). The angiogram was done due to the patient's typical angina. There was no evidence of myocardial infarction (mi). The native mid right coronary artery was treated first and the patient returned later to have the isr treated by a cutting balloon procedure.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have one-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction as not provided. The target lesion was the distal anastomosis of the svg to the pda. The lesion was reported to be: restenotic after a previous cutting balloon/ptca procedure, a saphenous vein graft, 2.5 mm vessel diameter, 10 mm length, a 90% stenosis, irregular, a moderately tortuous proximal segment, angulation equal to or greater than 45 degrees and less than 90 degrees (=> 45 degrees and 90 degrees <), and type b2. The timi flows were not provided. The lesion was pre-dilated with a 2.5 x 12 mm balloon. A cypher select plus 2.5 x 13 mm stent was implanted at 20 atms. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The patient was discharged the day after the procedure. At the one and twelve month follow-ups, the patient was reported to be asymptomatic and was continuing his medical regimen. At the six-month follow-up, the patient was asymptomatic, was continuing his medical regimen and reported the angina, coronary angiography/re-pci procedure. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A report received from the study indicated that fifteen weeks after the index procedure, the patient was found to have 90% focal in-stent restenosis (isr) of a previously implanted cypher select plus 2.5 x 13 mm stent. The stent was implanted in a saphenous vein graft (svg) to the posterior descending artery (pda). The coronary angiography was done due to the patient's typical angina pattern. The patient's native mid rca lesion was treated first. The patient then returned to have the isr treated by a cutting balloon procedure. The patient is a male. The patient has a medical history of: obesity, previous pci, previous CABG (2005), hypertension, hyperlipidemia, smoking, diabetes mellitus, and peripheral vascular disease (pvd). The patient's medical history of obesity, previous pci/CABG, diabetes, peripheral vascular disease (pvd), and the risk factor of smoking puts him at increased risk for mace. The target lesion was the distal anastomosis of the svg to the pda. The lesion was reported to be: restenotic after a previous cutting balloon/ptca procedure, a saphenous vein graft, 2.5 mm vessel diameter, 10 mm length, a 90% stenosis, irregular, a moderately tortuous proximal segment angulation equal to or greater than 45 degrees and less than 90 degrees (=> 45 degrees and 90 degrees <) and type b2. As per the instructions for use (IFU), the cypher select plus stent is indicated for use for improving the coronary luminal diameter in patients with symptomatic ischemic disease due to discrete de novo and in-stent restenotic lesions (length < 30 mm) in native coronary arteries with reference vessel diameter of 2.25 mm to 4.00 mm. After pre-dilation, a cypher select plus 2.5 x 13 mm stent was implanted at 20 atms. As per the IFU, balloon pressures should be monitored during inflation so as not to exceed the rated burst pressure as indicated on the product label. Use of pressures higher than specified on the product label may result in a ruptured balloon was possible intimal damage and dissection. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The patient was discharged the day after the procedure. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a potential adverse event associated with coronary artery stenting. Patient's who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the available information, there are possible patient factors (obesity, smoking, diabetes, previous pci/CABG, and pvd), lesion factors (svg, restenotic after previous ptca), and procedural factors (implantation above rbp) that may have contributed to the event. Please note that this is the initial/final report for this product.